Event description:
It was reported that an error code 3 was indicated. Also, the nose cone was loose. No pt consequences were reported.

Manufacturer narrative:
(B)(4).evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled; a torn acoustic isolator was found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.